Event description:
It was reported that this non-boston scientific right atrial (ra) lead exhibited episodes of atrial tachy response (atr) with over-sensing of noise. A request was made to have data from this device analyzed. Rhythmcare reviewed the data, advising the ra lead trend data shows a stable and in-range pacing impedance @ 310 ohms and thresholds at 0.5v@0.4ms, intrinsic amplitude appears variable at 0.4-3.6mv. Rhythmcare reviewed programming recommendations and lead integrity testing. The ra lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).